Event description:
Hip implant premature failure; caused severe joint pain and general joint burning pain. Implant failure caused disability for over six months and resulted in eventual revision surgery to remove the metal ball and replaced with a (plastic) implant. This surgery required hospitalization, transitional care, and home recovery with support nursing and physical therapy services.